Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Original implant date: was reported as approximately two years ago. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal tibial revision surgery was performed on (B)(6) 2015 and all hardware was removed due to an infection. The patient developed skin breakdown at the operative site suggestive of infection. The revision surgery was completed successfully with no surgical delay. No new hardware was implanted because fracture was healed. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).